Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial (B)(4)) displaying error "m ID:09" (air trap assembly) message was confirmed during functional test and during event log data review. Thermogard ivtm system was evaluated at the customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported complaint was due to a damaged air trap block as a result of an aging device. The thermogard ivtm system was manufactured in february 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, multiple error code m ID:09 were identified on the event date. Thus, confirming the reported complaint. Initial functional testing failed due to error message "m ID:09". To remedy "m ID:09", the air trap block assembly was replaced. The system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard ivtm system with serial number (B)(4). Ccr (B)(4) was reported in august 3, 2012, the air trap block assembly was replaced to remedy m ID:09.

Event description:
During ivtm set-up, customer reported that the thermogard xp ivtm system (serial (B)(4)) displayed error "m ID:09" (air trap assembly) repeatedly during power-on-self-test. User dried out the air trap holder and turning the console off/on but error persisted. No patient involvement.